Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti lp port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. The port assembly had a 11.3 cm length of interim catheter tubing attached as well as a detached 15.2 cm length of distal segment of tubing. Visual examination showed the complete break ends of the tubing segments did match up at the 15 cm depth marking both ends to exhibit a flattened elliptical profile as well as smooth on one side and granular texture on the other side of the break. A partial circumferential I-crack at the 16 cm depth marking and two partial circumferential creases (between the 16/17 & at the 18) cm depth markings were also noted. These features are typical of a full break due to flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue damage. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately two years and eight months post port placement via right internal jugular vein allegedly CT imaging demonstrated the catheter broke. Reportedly, the distal catheter segment migrated to the heart. The port body and distal catheter segment were removed approximately eight months post the discovery of the catheter break and migration. There was no reported patient injury post removal procedure.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti lp port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. The port assembly had a 11.3 cm length of interim catheter tubing attached as well as a detached 15.2 cm length of distal segment of tubing. Visual examination showed the complete break ends of the tubing segments did match up at the 15 cm depth marking both ends to exhibit a flattened elliptical profile as well as smooth on one side and granular texture on the other side of the break. A partial circumferential I-crack at the 16 cm depth marking and two partial circumferential creases (between the 16/17 & at the 18) cm depth markings were also noted. These features are typical of a full break due to flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue damage. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: b3(date of event is unknown), b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement via right internal jugular vein allegedly CT imaging demonstrated the catheter broke. Reportedly, the distal catheter segment migrated to the heart. It was further reported that the port body and distal catheter segment remained in the patient and were removed some time post the identification of the catheter break and migration. There was no reported patient injury post removal procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 06/2020).

Event description:
It was reported that approximately two years and eight months post port placement via right internal jugular vein allegedly CT imaging demonstrated the catheter broke. Reportedly, the distal catheter segment migrated to the heart. The port body and distal catheter segment were removed approximately eight months post the discovery of the catheter break and migration. There was no reported patient injury post removal procedure.